Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image could not be seen due to failure of the printed circuit board. Also, evaluation found the battery was consumed and there was dust accumulation inside the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite video system center had no image on the screen. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.